Event description:
It was reported the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 196 mg/dl. Customer reverted to manual injections. Customer blood glucose weren't stable but currently was. Alarm occurred during manual prime. The drive support cap was sticking out and customer did not touch it. Customer was advised to continue on manual injections. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during visual inspection. A motor error alarmed during basic occlusion test due to loose or protruded drive support disk. We were unable to confirm other alarms due to motor error alarms.